Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of bilateral inguinal hernias and an umbilical hernia. It was reported that after implant, the patient experienced bilateral inguinal hernias, symptomatic reducible left inguinal hernia, incarcerated umbilical hernia, abdominal pain and intestines with inflammatory rind. Post-operative treatment included revision and removal surgery.